Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call that they had issues with infusion sets. They were receiving insulin flow blocked alarms. The customer's blood glucose was 500 mg/dl. The customer declined troubleshoot on insulin pump. The product was not returned for analysis.